Event description:
The event is reported as: after being in six hours in the pt, the balloon deflated. Balloon was pre-checked prior to insertion. No injuries reported.

Manufacturer narrative:
No sample will be received for investigation. A f/u investigation report will be sent when completed.